Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there was sample leakage. There was no report of patient impact. The following information was provided by the initial reporter. Customer states samples are compromised due to leakage. Once the tube is opened in processing to aliquot, a different cap is placed back on by the processor.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was not observed. The photos show a sample tube on its side with a different (non-bd) closure applied. No issues were observed in the photos. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there was sample leakage. There was no report of patient impact. The following information was provided by the initial reporter. Customer states samples are compromised due to leakage. Once the tube is opened in processing to aliquot, a different cap is placed back on by the processor.